Event description:
This rv lead was implanted on (B)(6)2010 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 stating that out of range impedance, typically steady in the high 500's but then jumps to 1100 or >2000. Brought in yesterday and did 2 1.1 j commanded shocks and impedance was 22. Lead is 7 years old so possible fracture. The physician was dr. (B)(6) at (B)(6)center . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).